Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 440 mg/dl. The customer stated that insulin pump was dead and had crack on the back side of battery compartment. It was unknown that customer using auto mode feature active at the time of event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current measurement and active current measurement. All currents within specification range. Device was monitored and no unexpected power loss or replace battery now alarm noted during testing. Device was received with a cracked case cracked battery tube threads. (B)(4).